Event description:
It was reported that the user paused and disconnected the ilet pump for a shower and later for several hours during work, during which blood glucose rose to a peak of 309 mg/dl and remained elevated until insulin delivery was resumed; after resumption, automated corrections occurred and glucose trended back into range. Symptoms included thirst and dry mouth associated with hyperglycemia. Outcomes included no hospitalization, no injury, and resolution after insulin delivery was resumed. Investigation included review of device use, user-reported blood glucose trends, and troubleshooting and education regarding pump pausing, automated correction behavior, appropriate use of meal announcements, and use of fill tubing for flow verification. Investigation of this case revealed that the hyperglycemia was associated with prolonged pump pause and disconnection, during which the system could not deliver corrections, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-controlled interruption of insulin delivery rather than a device defect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.